Event description:
"Rified." Patient presented with bone type iii and previous bone augmentation. The device was forwarded to the manufacturer for investigation. The patient experienced the following at the time of event: pain, mobility, bleeding, increased sensitivity and abscess. No further patient complications were reported.